Event description:
During the ballooning procedure the wire was passed down the lesion successfully adn the balloon (terumo ryujin 2.5 x 20mm) was passed after two trials. Torquing was performed against resistance due to the fact that this was calcified lesion. Also it was noted that control of the guidewire was lost during the advancement of the wire. While looking at the angiographic view the physician found that the coil of the wire tip was disentangled. The physician discontinued the procedure and pulled the wire back into the balloon. At this point the disentangled coil was separated from the wire tip adn was stuck to the balloon tip. The physician withdrew the entire system without leaving any part of the device in the patient's body.